Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 70% battery life to 5%. There was no reported impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed; however, no failure was identified. In addition, a different issue was also found.